Event description:
It appeared that the constraining ring disassociated from the liner at some point during the 16 months. The patient dislocated in early august after a fall. Company doesn't know if the ring was out prior to; or after the fall.